Manufacturer narrative:
This report is part of a retrospective review and remediation. Unit was charge, communicated and sync properly during rf ble association. Unit passed functional test including accuracy test at: isig low value at 2.39 na. Isig high value at 151.03 na.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.